Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number (B)(4) for details of the other event. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed a kink on the strain relief, approximately 6 cm from the comnut. The liner was observed to be torn and the tear was 4.5 cm in length, starting approximately 2.75 cm from the strain relief. There was also stretching visible at the torn region approximately 7.25 cm in length, starting approximately 1.5 cm from the strain relief. There were liner strands visible along the stretched region. The tip of sheath was unopened and there was soft tip damage. At the distal portion of the liner, 12 cm had remained unexpanded while the remainder of the liner expanded as designed. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the sheath was confirmed based on evaluation of the returned device. The available information suggests patient factors (vessel size) and/or procedural factors (steep insertion angle) likely contributed to the event as it was reported that "vessels were smallish and deep requiring a more vertical stick than typically used". Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. In the case of the liner tear and liner strands events, these events were also confirmed based on the evaluation of the returned device. The available information suggests procedural factors (valve interaction with the sheath and excessive device manipulation) likely contributed to the events. During delivery system advancement through a challenging pathway (in this case, confined vessels, and steep insertion), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath high-density polyethylene (hdpe), liner, and/or strain relief and lead to damage. Additionally, excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) with a 29 mm sapien 3 ultra resilia valve, the commander delivery system with valve was being advanced through the 16fr esheath+ and after the system had been advanced out of the loader, high resistance was felt. The resistance was noted between the strain relief and sheath shaft. An assessment of the valve was performed to determine if a strut had extended. A 90-degree angle for viewing was also used to determine if the strut had extended. There was no strut extension noted. Subsequently, an attempt was made again to advance the delivery system with valve when a strut was observed starting to extend away from the frame. Advancement of the delivery system with valve through the esheath+ was stopped and the entire system was withdrawn as a single unit without any issues. A new 16fr esheath+ was then prepared along with a new delivery system and a 29 mm sapien 3 valve. The second delivery system with second valve was able to be advanced smoothly through the second esheath+. The procedure was completed successfully without any complications. There was no patient injury. The first esheath+ was returned for evaluation. Evaluation of the returned device revealed there was a liner tear approximately 4.5 cm in length. The liner tear began approximately 2.75 cm from the strain relief. Stretching was also noticed at the tear region approximately 7.25 cm in length. The stretching began at approximately 1.5 cm from the strain relief. Additionally, multiple liner strands were observed in the stretching region.